Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited pocket erosion. Reportedly, the patient arrived at the hospital with portion of device eroded through the skin. A revision was performed, and the crt-d was explanted while the right ventricular (rv) lead2, right atrial (ra) lead and left ventricular (lv) lead were surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).